Event description:
It was reported that this right ventricular (rv) lead was just implanted the day before, and today they were curious what the vsvf markers were. Technical services recommended a surface ECG to see what corresponds, as the lead might have been picking up the atrium due to lead placement or lead slack issues. Additional information determined that an x-ray was performed and found that the lead had pulled back. A lead revision was performed to reposition the lead, and the issue was resolved. No additional adverse patient effects were reported.